Manufacturer narrative:
The product was not returned for inspection. It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended as a result of the event. The patient was reported as not recovered. The vcd was used in conjunction with an unknown avanti plus sheath for femoral arterial closure following an interventional coronary procedure. There were no multiple stick punctures. Multiple sheath exchanges were not required during the procedure. Additional information was requested, but is not available at this time. The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors, multiple sheath exchanges, may have contributed to the reported event. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended as a result of the event. The patient was reported as not recovered. The vcd was used in conjunction with an unknown avanti plus sheath for femoral arterial closure following an interventional coronary procedure. There were no multiple stick punctures. Multiple sheath exchanges were not required during the procedure. The vcd will not be returned for analysis. Additional information was requested, but is not available at this time.